Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determine. Add'l info was requested (B)(6) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with negative dysphotopsia two years following intraocular lens (iol) implant surgery. Add'l info has been requested.